Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was microscopically inspected and leak testing. It was found to have folds. The balloon did not pass the leakage testing due to a leak due to a hole from fatigue between the shell and adaptor junction. Based on the information available and analysis results, the leak identified could have caused or contributed to the device not working as intended.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, balloon was identified to have folds, and the balloon did not pass the leakage test due to a hole from fatigue between the shell and adaptor junction. There was no additional information provided.